Event description:
Event was reported to (B)(4) by an attorney. The patient has suffered chronic pelvic and vaginal area pain, stress urinary incontinence, burning, frequency/urgency, and pelvic pain. No further information has been provided.